Event description:
The lay user/patient contacted lifescan alleging the meter had an unknown issue. There were no allegations of harm or injury. Replacement products were sent to the patient. On (B)(4) 2011, lfs received the meter involved with this complaint and device evaluation was completed on (B)(4) 2011. Evaluation determined that the meter does not turn off immediately after removing the strip. Meter found to have an incorrect setting in the software. Due to incorrect setting in user parameter, meter won't turn automatically off after removing the strip. This complaint is being reported due to the failed device evaluation testing.